Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Samecase as MDR ID: 2134265-2015-02499. It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. After an 18x40 wallstent was deployed, a 16x40 xxl balloon dilatation catheter was advanced for post dilation. During inflation, it was noted that the balloon ruptured. This device was exchanged with another 16x40 xxl balloon dilatation catheter to dilate the lesion. When an attempt to deflate the device, the balloon ruptured and tore off from the catheter. The balloon remained inside the patient. A surgical procedure was performed to remove the balloon from the patient's body. The procedure was not completed and the patient's status was okay.